Manufacturer narrative:
(B)(4). Device evaluated by manufacturer:the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a hemostasis valve leak occurred. A left atrial appendage closure (laac) procedure was performed. The watchman access sheath was positioned in the patient. Back bleeding was noted and the physician placed his thumb over the valve to stop the bleeding. Once the pigtail catheter was inserted, he pushed the valve in before tightening and the problem resolved. The procedure was competed with this device. No further patient complications were reported and the patient status is fine.